Event description:
Voluntary distributor report the customer reported that the device, sb534, mini endo pocket bag was being used on (B)(6) 2022 and ¿finishing a lap chole, deployed bag. When bag deployed, staff and surgeon noted that black piece from end of metal bag area fell off into patient. Surgeon retrieved piece without incident¿. There was no report of impact or injury to the patient or user. There was no report of medical intervention or any prolonged hospitalization for the patient. The procedure was completed without an alternate device. There was no delay to the procedure. Further assessment found the procedure was a robotic hysterectomy not a "lap chole". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.